Event description:
I had diverticulitis and had surgery to remove part of my colon. Then I got a hernia and had surgery. Since then, I have had 2 other surgeries to repair the hernia surgery. I have mesh, but not sure what kind. I went to the ER in 2005 because of the pain. I was told I was still healing and that because I smoked it would take longer. I am in pain every day! I have numbness, burning, pain in my left hip, trouble sleeping, bowel problems. I know this is not right and I am tired of living like this.